Event description:
It was reported the pt had the stimulation system removed, due to an infection. Additional info has been requested, a f/u report will be submitted if additional info becomes available.